Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal gablofen 1000 mcg/ml at 207 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. The pump was in safe state and reset occurred low battery on (B)(6) 2016. The patient experienced a severe return of spasticity and they programmed the pump off via password per hcp request. The hcp would review replacement options with the patient and the exact plan was unknown at this time. Additional information received indicated troubleshooting performed included evaluating the logs and they noted to have a critical battery failure on (B)(6) 2016. The cause was not determined and the pump would not be replaced as the patient had decided to discontinue therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.